Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain and discomfort at the ipg site. As a result, the physician moved the ipg to the abdomen on (B)(6) 2018.